Event description:
It was reported that revision surgery was performed. Explanted devices: cup, liner, and head.

Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation. A clinical analysis indicated without supporting clinical documentation and/or the product evaluation, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported pain and subsequent revision could not be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.